Event description:
Received the following information from an abbott internaitonal affiliate which states, "the client reports that the back check valve malfunctioned. Home care is using this primary IV line to replace the back ordered item #f071-980. The home care set-up is that they use a 50ml IV bag with antibiotics on the secondary line #11953-001, and a 100ml IV bag on the pirmary line. The secondary line was noted to back up into the primary IV bag at the beginning of the infusion. The set-up was changed and the problem did not recur. No consequences to the patient, no medical interventions required." Though requested, no additional information was available.